Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted with elevated lactate dehydrogenase (ldh) of 1171 u/l. The patient received heparin and IV fluids; however the ldh did not decrease. The patient received a pump exchange on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 7.5 inches from the pump housing. The severed portion of the driveline was not returned. The inlet tube and inlet elbow revealed white and red, tissue-like depositions. The depositions did not appear to block the blood flow pathway. The depositions appeared to be adhered biological lining that developed at these locations over an undetermined period of time. However, a specific cause for the development of these depositions could not be determined. The inlet stator revealed pink, soft depositions. The depositions did not appear to block the blood flow pathway. The depositions were loosely seated and there was no evidence of denaturing to indicate that they were present in the pump while it was operating. Furthermore, the origin of the depositions and the duration of their presence in the pump could not be conclusively determined. The rotor revealed a pink, soft deposition. The deposition had minimal flow area obstruction. The deposition's lack of laminated layering indicated that it did not develop at this location. The deposition appeared to have been ingested into the pump. However, the origin of the deposition and the duration of its presence in the pump could not be conclusively determined. The outlet stator revealed a dark red, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. The deposition was large and would have severely impeded flow. However, the origin of the deposition and the duration of its presence in the pump could not be conclusively determined. Although a specific cause for the depositions and a time frame for which they were present in the pump could not be determined, they would have potentially contributed to the report of elevated ldh. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.